Manufacturer narrative:
(B)(6).

Event description:
It was reported that the right ventricular lead exhibited loss of bipolar sensing. The device would be programmed to unipolar sensing and the patient would be monitored.